Event description:
It was reported that the powerglide pro rt midline catheter sheared or broke off in the patient¿s arm or vasculature. Patient is currently being assessed by physicians. (B)(6) 2019- it was reported the catheter migrated to the patient¿s pulmonary artery and interventional radiology was able to successfully retrieve the catheter from the patient¿s vasculature. (B)(6) 2019-facility clarification, pulmonary vein. Successful retrieval no long term effect for patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but exact cause is unknown. One photo sample of a powerglide pro catheter was provided for investigation. A section of the purple luer connector hub is shown along with approximately 4.5 cm of catheter length. The distal end of the catheter segment appears to show a complete break. The break surface appears to have a sharp, uneven split. Based on the product information provided, approximately 5.5 cm of the catheter is not shown. Red residual material is present within the catheter. Based on the photo sample provided, possible contributing factors include retraction of the catheter against the needle bevel. The product instructions for use (IFU) warns, ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reds1202 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds1202 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide pro rt midline catheter sheared or broke off in the patient¿s arm or vasculature. Patient is currently being assessed by physicians. On (B)(6) 2019 - it was reported the catheter migrated to the patient¿s pulmonary artery and interventional radiology was able to successfully retrieve the catheter from the patient¿s vasculature.